Event description:
It was observed that during the device evaluation, the evis lucera elite colonovideoscope air/water channel had white crystallized contamination. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: distal end adhesive lifting, control body aspiration housing colored ring worn, switch no1 condition damaged, electrical safety test not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it could not be determined what the white crystallized foreign materials in air/water channel. However, the definitive root cause could not be determined and unable to specify whether there was deviation from IFU on reprocessing steps for the air/water channel. The event can be detected and prevented by following the instructions for use: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.